Manufacturer narrative:
It was reported that while walking up a handicap access ramp with a rollator, the right handle of the rollator "flew-out" to the right resulting in the end-user experiencing a fall to the ground. The end-user was able to get back to her feet with the assistance of two other individuals (her daughter and neighbor) with no immediate injury noted. Her daughter took the end-user to the emergency room later that day for evaluation. The end-user reports x-rays taken. End-user reports a surface cut to the left leg that required bandaging but no serious injuries. End-user released from the ER without further treatment and instructed to follow-up with her primary care physician (pcp). Upon follow-up, the pcp confirmed she had experienced a scaphoid fracture of the right hand with no additional fractures noted. End-user states there is no treatment at this time for a scaphoid fracture. The walker has not been returned to the manufacturer for evaluation as of the date of this report. Due to the reported incident and in an abundance of caution this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that while walking up a handicap access ramp with a rollator, the right handle of the rollator "flew-out" to the right resulting in the end-user experiencing a fall to the ground and a scaphoid fracture.